Event description:
Major pump unit(s) involved: blood pump; device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Additional text: heartmate ii; ldh 2700. Specific component(s) involved: other component malfunction, specify. Other component: nothing malfunctioned. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad.